Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion and tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Post procedure, the first and second prostyle knots were advanced without issue. Soon after, a "cold leg" [occlusion] was noted. It was discovered that during deployment of the second device, the needles punctured the posterior wall of the vessel, leading to suturing the vessel shut during knot advancement. A vascular surgeon placed a graft and released the suture to treat the tissue damage and occlusion caused by the suture. The first suture remained intact, and hemostasis was reestablished through surgical intervention. A clinically significant delay in the procedure was reported. No additional information was provided.